Event description:
The customer reported that part of the sensor broke off in her body. The customer removed the sensor due to lost sensor alarms. When she removed it, half of the sensor was missing. Advised the customer that the sensor would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.